Event description:
It was reported that the monitor did not post the asystole alarm on a pt with pacemaker. Using parameter simulator fluke ps 420, the pacemaker recognition was functional as well as the alarming of asystole. It was reported that the pt died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.